Event description:
It was reported prior to generator change that the right ventricular lead exhibited amplitude variation and failure to capture. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.